Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5cm stones from the common bile duct. However, the handle cannula broke. There was difficulty of removing the stone from the basket that took 2 hours which resulted the basket loosening. The stone was successfully removed with the basket by shaking. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle cannula break. Block h11: block b1, b2, b5, h1, h6 impact codes has been corrected.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a 1.5cm stones from the common bile duct. However, the handle cannula broke. There was difficulty of removing the stone from the basket that took 2 hours which resulted the basket loosening. The stone was successfully removed with the basket by shaking. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The complaint is a serious injury. Additional procedures required to remove the device from the patient's anatomy (alliance handle, 2 hours of manipulation, using wire cutters to get it out of the scope), the procedure was extended beyond its anticipated timeframe and additional interventions were required to preclude permanent damage (i.e. Device being stuck in patient's anatomy or surgical intervention).